Event description:
Paramedics responded to a person described as in full cardiac arrest from electrocution. The device was connected to the patient and a countershock delivered. According to the reporter, the device subsequently alarmed "connect electrodes" and would not deffibrillate the patient. The patient was not resuscitated but the reporter indicated the alleged malfunction did not cause or contribute to the patient's death because the patient was not viable.